Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-01619. It was reported the patient¿s left lead had migrated. In turn, surgical intervention was undertaken wherein the left lead was explanted and replaced. This addressed the issue. It is unknown which lead had migrated and was explanted, therefore both leads are being reported.